Event description:
An iipv was noted upon review of treatment sheets. The patient's peritoneal dialysis nurse reported that there was no patient injury. The drain volume of 3658 ml was 183% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.